Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use leakage occurred at non patient end of cannula with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 4 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: customer complains of sleeve leakage. Customer complains that the back end needle sleeve does not fully cover the rear cannula causing blood to leak into the needle holder barrel.